Manufacturer narrative:
(B)(4). 510k status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during a percutaneous drainage procedure in which two ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheters were employed in the lungs, an air leak between the catheter and mac-loc portions of the devices was discovered within one to two minutes. The customer changed to a new product, and the procedure was finished with no further issues reported. The user thought the connection seemed to be loose causing the problem. Additional information was requested, but not provided. Citing contamination risks, the customer disposed of the device; accordingly, it is not available for return and evaluation.

Manufacturer narrative:
Additional information: d11-chiba needle, dilator, wire guide, introducer, hair wire;h10-additional information received identified that per the customer the patient didn't have pre-existing conditions. It was noted the procedure was an abscess drainage and percutaneous transhepatic gallbladder drainage and that the leak was discovered after catheter placement. The customer also informed that no further information is available in regard to the additional information that was requested at the time of the initial MDR. It was also noted that this event is related to 2 devices from the same lot. Investigation - evaluation a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause has not been determined. This failure mode has been escalated per internal processes. The appropriate personnel have been contacted and cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d11-chiba needle, dilator, wire guide, introducer, hair wire;h10-additional information received identified that per the customer the patient didn't have pre-existing conditions. It was noted the procedure was an abscess drainage and percutaneous transhepatic gallbladder drainage and that the leak was discovered after catheter placement. The customer also informed that no further information is available in regard to the additional information that was requested at the time of the initial MDR. It was also noted that this event is related to 2 devices from the same lot. Investigation - evaluation a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause has not been determined. This failure mode has been escalated per internal processes. The appropriate personnel have been contacted and cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.